Manufacturer narrative:
The investigation was startet. The results will be provided in a follow up report.

Event description:
It was reported that on (B)(6) 2019, the patient was underwent the surgery of " cerebral angiography the right internal carotid artery aneurysm the stent - assisted embolization " and went to pacu after that. To use the ventilator for assistance breathing due to the patient didn¿t wake up from anesthesia. The set parameters of the device are simv vt: 500ml, ff: 16 times/min, ps: 15mbar, peep: 5mbar. At 00:15 pm, monitoring of ECG suddenly alarmed that oxygen low, patient was mental coma, facial swelling, heart rate 98 times / minute, blood pressure 150/80mmhg, two pupils were 2.5mm and sensitive to light, check patient double lung breathing sound low, low vt, immediately perform fiber optic examination, tracheal intubation in the airways, no blockage in airway. The cause of weakness on breathing and unconsciousness of the patient was unknown, CT examination prompts a large number of two-sided air chest. Treatment: do double-sided chest closed drainage. The doctor considered consider that was caused by the ventilator. Reportedly the patient was in a mental coma, had facial swelling, CT examination prompted a two - sided large number of pneumothorax.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be seen that the device was started on may 27, 2019 at 23:12 (device time). The ventilation was activated in the reported ventilation mode pc-simv/ps at 23:13 without performing a device check prior to use. Before use on a patient the infinity acs workstation cc has to be checked if it is ready for operation within a system check, which consists amongst others of the device check and the breathing circuit check. At 23:14 the calibration of the flow sensor failed, and the flow sensor was replaced by the user at 23:21. Afterwards, the device performed a ventilation according to the settings. During this time the device alarmed for "mv low", "mv high" and "respiratory rate high". All these alarms are of the highest priority, the instructions for use states amongst others: check patient condition. Check ventilation settings. Instructions for how to set the ventilating parameters like ventilation mode and alarm limits is described in the IFU as well. There is no indication of a device malfunction. As a safety feature of the system, the safety software analyzes and verifies proper function of the device during use. If the safety software detects a deviation concerning the ventilation appropriate alarm messages will be posted by the cockpit. In a pressure control mode the device applies pressure according to the ventilation parameters set by the user (inspiratory pressure). The airway pressure is monitored and the device generates a visual and audible alarm ¿paw high¿ in case the set alarm limit for airway pressure is reached. The maximum airway pressure applied by the ventilator is either according to the set value pmax or is limited to 5 mbar below the alarm limit ¿paw high¿. In case of a high airway pressure a safety valve opens to protect the patient against a high airway pressure.

Event description:
Refer to the initial report.